Manufacturer narrative:
Retained sample was tested for chemistry specifications.

Event description:
A female pt reported experiencing bloodshot eye (od) and blurry vision while including complete moistureplus in her lens care regimen. She has been using this brand for almost 5 years, and her symptoms began after using this particular bottle for approx 2 weeks. She consulted her eye care practitioner who prescribed tobradex and prednisolone; diagnosis reported as "infection". Her symptoms are resolving; however, her vision is still "just slightly blurry". Pt uses the blue and white lens case, and cleans it every two weeks in her dishwasher. She has used this particular lens case for several months. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.